Event description:
It was reported by the affiliate that when the device was used during a hysterectomy procedure, it would not open. Opened another device to complete the case. There was no consequence to pt.